Event description:
Pt was revised to address infection.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 2 mos ago. Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records were not provided. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specs or contributing to the reported event. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the prods and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.